Event description:
It was reported that a pt underwent a lymphoma removal procedure on (B)(6) 2010. During the procedure, the needle broke when the surgeon placed the point at the urethral anastomosis. The surgeon searched for the needle fragment and did not find it. Possibly, the needle is inside the pelvic cavity. The pt required an x-ray for f/u of the event.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.